Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the pump system was explanted. Additional information later reported infection at implant site. The pump was removed as site was infected. The patient experienced fever and drainage from pump site. Per the hcp the patient was doing ¿good.¿ additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported, the infection onset was 2 weeks prior to explant. The patient was administered peri-operative antibiotics. The patient experienced fever, redness, swelling, drainage, pain and incisional wound opening. The location of the infection was noted to be the device pocket. The organism cultured was indicated as staph. The patient received IV antibiotics and had a total device system explant. The patient outcome was infection resolved. It was noted as the patient had no drug withdrawal. The risk factor the patient had before implantation was indicated as debilitated status. The pump was used to deliver morphine.